Event description:
It was reported that the pulse generator had a battery depletion error. There was an inappropriate shock due to supra-ventricular tachycardia. The shock impedance was 114 ohms, which is high but within normal range. The pulse generator was explanted and replaced due to premature battery depletion after a little over six years of implant time. The electrode was also replaced. The doctor elected to implant a transvenous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the pulse generator had a battery depletion error. There was an inappropriate shock due to supra-ventricular tachycardia. The shock impedance was 114 ohms, which is high but within normal range. The pulse generator was explanted and replaced due to premature battery depletion after a little over six years of implant time. The electrode was also replaced. The doctor elected to implant a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The electrode was returned in two pieces. The electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.